Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer stated pump keeps on looping and restarting and going back to the reservoir and tubing. Customer was not able to successfully clear the alarm. Unable to troubleshoot with the displacement test as it keeps on restarting out after the rewind. Customer stated that the buttons were now responding. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged no motor movement or negligible movement. Retries to free a stuck motor failed alarm and keypad anomaly found on 26-jul-2022. Device passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and delivery accuracy test due to a constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test. Successfully downloaded history files and traces using thump. Device was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator assembly noted. The j1 connector on electric board was locked properly during visual inspection. No motor movement or negligible movement. Retries to free a stuck motor failed alarm was recorded and found in the formatted history file on: july 26, 2022 05:25:16.000 and july 26, 2022 05:33:01.000 october 14, 2022 15:11:09.000 no pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted. Force sensor zero offset within specification (23.5 megha volt ). A test motor was used and continued testing. The device passed the rewind test. A constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test was confirmed due to a jammed motor gear box. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the device near the battery tube compartment. Keypad anomaly was not confirmed. A constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test was confirmed due to a jammed motor gear box.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.